Event description:
During a diagnostic laparoscopy procedure. The safety shield would not retract during penetration. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.